Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc was within the customer's ranges prior to and after the erroneous results. Service was not dispatched. The sample was sent to customer product line support (cpls) for further testing. No clear root cause been identified as of today.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining a (B)(6) surface antigen of the hepatitis-b-virus (hbsag) result for one patient generated by the unicel dxi 800 immunoassay analyzer. The result was reported out of the laboratory. A subsequent sample was repeated on an alternate method and (B)(6) result was obtained. The customer did not receive any report of death or patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.